Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material slightly stuck to the distal end of the subject device. The resistance between the forceps cups and the plug of the handle was no abnormality. The subject device worked. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The target area was immersed in blood. The target area was immersed in water. The instruction manual of the device has already warned as follows. Pulling the tissue when applying the current.

Event description:
In the procedure, the doctor used two devices for hemostasis, but they did not activate output and could not stop bleeding. The doctor exchanged them for another firm's forceps. However, another firm's device did not activate output. The doctor exchanged a cautery instrument for another instrument. However, another cautery instrument did not work well. The doctor stopped bleeding by making a local injection of hypertonic saline epinephrine. There was no patient injury reported. This is the second one of two reports. This is the report regarding the failure of stopping bleeding.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.